Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9270 lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported thatthe bd maxzero¿ multi-fuse extension set with needleless connector were leaking. The following was provided by the intitial reporter: verbatim: we have removed all of the ones with the same lot number off the unit and have replaced them with new lot numbers 22119145 and they do not seem to all be leaking, but a few still do leak.

Event description:
It was reported thatthe bd maxzero¿ multi-fuse extension set with needleless connector were leaking. Report 3 of 4 the following was provided by the intitial reporter: verbatim: we have removed all of the ones with the same lot number off the unit and have replaced them with new lot numbers 22119145 and they do not seem to all be leaking, but a few still do leak.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.